Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a surgical revision to fix the device system on (B)(6) 2011. There were no further problems noted with the pt's device system. It was later reported that the event was caused by pain at the generator pocket. The revision was performed on the generator pocket. There was no injury to the pt and the pain was resolved.